Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock to the patient during the night due to a suspected electrode fracture. Rhythmcare provided further troubleshooting options to determine device integrity. The s-ICD system was reprogrammed to the secondary vector until system replacement can be completed. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock to the patient during the night due to a suspected electrode fracture. Rhythmcare provided further troubleshooting options to determine device integrity. The s-ICD system was reprogrammed to the secondary vector until system replacement can be completed. This electrode was subsequently explanted. No additional adverse patient effects were reported.